Event description:
It was reported that the power plug on the unit is hot. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The manufacturer field service technician rewired the power plug and returned the unit to service.